Event description:
Subsequent to filing the initial MDR, the following additional information was received: excessive force was applied again during advancement of the second xience prime.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional xience prime 3.5 x 38 mm mentioned is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The tear in the shaft was confirmed. The resistance during advancement and failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Date received by manufacturer - corrected from (B)(4) 2012 to (B)(4) 2012.

Event description:
It was reported that pre-dilatation was performed and the xience prime was advanced to the mid right coronary artery with mild tortuosity, mild calcification, concentric, de novo lesion with 90% stenosis; however the xience prime would not cross. A 5fr microcatheter was advanced into a 6fr guiding catheter and the xience prime was advanced again, but would not cross due to resistance with the microcatheter or the lesion. The physician was not sure if the resistance was noted with the microcatheter or the lesion as the tip of the xience prime reached the tip of the microcatheter that was engaged in the proximal end of the lesion. During the attempt to cross, the shaft kinked and tore due to excessive force used to push the xience prime. The catheter was removed out of the patient anatomy and the other xience prime was used for another attempt to cross; however it would not cross and the shaft tore as the same resistance was noted. Two xience v were successfully crossed and deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.